Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the left ventricular (lv) lead exhibited high pacing impedance. No intervention was performed. The condition of the patient is unknown and will be continue to be monitored.